Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficult to remove (cds/sgc) appears to the be due to procedural circumstances. The reported poor image resolution was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 and d11 is being filed under a separate medwatch report number.na

Event description:
This will be filed to report the clip got stuck with the guide during removal. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. During the procedure, visibility was bad. The clip delivery system (cds) was advanced to the mitral valve but visibility was bad due to the transseptal puncture location and equipment and it was decided to redo the transseptal puncture. Therefore, it was decided to remove the cds. During removal of the cds, the clip became stuck with the steerable guide catheter (sgc) tip; therefore, both devices were removed from the patient anatomy together. Outside the patient anatomy it was noted that the sgc soft tip became torn. A new sgc and cds were used to successfully reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.